Manufacturer narrative:
Product analysis :visual and optical examination of the returned implant did not identify crack, fracture, or breakage.the implant appears to be capable of performing its intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no patient complications.

Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on patient underwent a fusion surgery from c5-7 due to pseudoarthrosis at c5-6. On an unknown date, post-op, a screw broke and fragment was found in the body of c5. The patient then had an additional surgery , where the doctor replaced a broken screw and extended the fusion up to c4-5. The patient was fused at c6-7, implanted with an allograft interbody at c4-5 and redue at c5-6. A plate was then placed from c4-c6 anterior and posterior stabilization was then done from c4-t3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013: the patient underwent MRI of the cervical spine. Impression: disc herniation at c7-t1, dis protrusion at c5-6 and c6-7 and disc bulging at c4-5 and c3-4. On (B)(6) 2013: the patient underwent MRI of the thoracic spine which revealed t2-3 and t3-4 annular tear, t2-3 protruding disc. On (B)(6) 2014: the patient underwent an MRI. Impression: there are degenerative marginal osteophytes at c5, c6 and c7 with narrowing of the disc spaces at c5-c6 and c6-c7. There is thickening of the posterior moderate ligament at the level of c6 and c7 creating mild central canal stenosis. There are small left unconvertable spurs at c5-c6, c6-c7 and c7-t1. There is a small left central disc protrusion at t2-t3 with impression of anterolateral thecal sac. This appears a small when compared to that performed on (B)(6) 2013 and (B)(6) 2012. On (B)(6) 2014: the patient presented for a follow-up x-ray of the cervical spine with flexion/extension. Impression: there are moderate changes of degenerative disease involving c5-c6-c7. Rest of the examination is normal. On (B)(6) 2014: the patient underwent anterior cervical decompression and fusion at c5-6, c6-7; anterior cervical partial corpectomy c5, c6, c7. On (B)(6) 2014: the patient presented for a follow-up x-ray of the cervical spine. Impressions: there is anterior fusion of c5-c6-c7. There is adequate position and alignment of the vertebral bodies. Hardware is seen in place. On (B)(6) 2014: the patient presented for a follow-up x-ray of the cervical spine. Impressions: 1) stable anterior fusion of c5-c6-c7. Rest of examination is normal. On (B)(6) 2014: the patient underwent full body examination. Impressions: the patient continues to present with t2 to t4 disc bulge and a small protrusion at t2-3. At cervical spine. He presents now with disc space narrowing c5-6 and c6-7, and a disc osteophyte complex c6-7 for which he had acdf surgery. On (B)(6) 2015: the patient presented for a follow-up visit. Impression: fusion at c5/6/7 levels with intervening disc space narrowing have remained stable. There is no acute osseous pathology involving the cervical spine. On (B)(6) 2015: the patient underwent examinations of the cervical spine. Impression: no evidence of acute fracture or displacement. Intact fusion hardware. On (B)(6) 2015: the patient presented for a follow-up cervical spine MRI examination. Impressions: c7-t1 shows minimal bulging annulus with moderate size left foraminal disc protrusion. C6-c7 shows narrowing of the disc with moderate bulging annulus and a small left uncovertebral spur. T2-t3 shows moderate size central disc extrusion with superior migration. There is impression of the anterior thecal sac. This is bigger when compared to (B)(6) 2014. There is anterior fusion with metallic plates and screws at c5, c6 and c7. There are disc implants at c5-c6 and c6-c7. The vertebral bodies are intact. On (B)(6) 2016: the patient was pre-operatively diagnosed with cervical spinal stenosis pseudoarthrosis and underwent the following procedures: anterior cervical decompression, level c4, c5, c6. Anterior cervical fusion, levels c4- 5, c5-6. Anterior cervical partial corpectomy, levels c4, c5, c6. 4) application of fusion mass, c6-7. Application of allograft. Application of biomechanical device/structural allograft, c4-5, c5-6. Application of cervical instrumentation, 2 levels. Removal of anterior cervical instrumentation. Intraoperative fluoroscopy. Application of local bone. Electro myelogram and somatosensory evoked potentials. As per operative notes,¿ both sides of the longus coli were identified, and meticulous dissection was carried throughout the length of the plate and to the level above the plate. This can take a long time and took over 2 hours in terms of approach time because of the patient¿s significant and extensive scar tissue. The plate was identified, and the set screws were removed, and the plate was removed. On exploration, the proximal screw into the c5 vertebral body was noted to be broken. The broken remainder of the screw was noted to be well incarcerated in bone. This was deemed inaccessible and not worth the risk of removal of the screw. Next, caspar pins were placed into the c6 and c7 vertebral bodies and tried to be distracted. These were noted to be immobile and there was evidence of continuous bone from c6 to c7. Therefore, this level was deemed to be adequately fused and therefore this was not further arthrodesis because of the solid arthrodesis. At c5-6, however, there was noted to be evidence of pseudoarthrosis and the patient¿s prior instrumentation was removed using a high-speed bur, and caspar pins were placed in the c5 and c6 were performed in order to gain adequate visualization and removal of the device as well as to get adequate bony surfaces. Once this was done and after noting neuromonitoring signals to be unchanged, the appropriately sized interspace biomechanical device, allograft and autograft were placed within the c5 and 6 vertebral interspace.¿ the patient was pre-operatively diagnosed with cervical spinal stenosis, c4 through t3 and underwent the following procedures: cervical posterior decompression and fusion c4-5, c5-6, c6-7, c7-t1, t1-t2, t2-t3. Cervical application of instrumentation biomechanical device c4-5, c5-6, c6-7, c7-t1. Application of autograft posterior cervical spine. Posterior cervical decompression bilateral c4-5, c5-6, c6-7, c7-t1, t1-t2, t2-t3. Application of instrumentation segmental c4, c5, c6, c7, t1, t2 and t3. Applications of local bone graft. Emg and ssep monitoring. As per operative notes, ¿anterior periosteal dissection was confirmed. Levels were confirmed on fluoroscopy. Once this was done, axis chisel was used to gain access to the interspace at c4-5. Once this was done, an access cannula was inserted. Autograft, iliac bone graft were inserted at c4-5 on the left side initially and then on the right side. Similar procedure was performed at c5-6, c6-7 and c7-t1. Once this was finished, attention was then turned the lateral masses of c4-5-6. At c4-5-6, central plate of the lateral masses was identified and lateral mass screw was drilled 15-degree lateral at c5, c6 and c7. These pilot holes were than tapped and were used at the end of the case for placement of round mass screws. C7 was skipped due to the constructs. T2 and t3 pedicle screws were placed using biplanar fluoroscopy and the pedicle was initially decorticated using a high-speed drill.¿ on (B)(6) 2016: the patient presented for a cervical spine examination. Findings: there is a fusion device anterior-posterior c4 through c6 with disc spaces. There is a posterior fusion device c4 through the proximal thoracic spine presumably at the level of t3. Laminectomy defect only partially identified t1 through t2. Foramina are present bilaterally about the cervical spine with some mild narrowing on the left c6-c7.